Event description:
It was reported that two of the same trek devices were used in a case. The first one was kinked but this was believed to be due to user error (i.e. Operator handling). However, when the second trek device was used, it was inflated to 6 atmospheres (atm) and the balloon burst. It is understood that the procedure was completed with a non-abbott balloon with no further complications. The vessel involved was the right main coronary artery which was not extraordinary in any way i.e. Not tortuous or heavily calcified so the customer was surprised that the balloon burst. No pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during mfg, weak materials, excessively applied pressure, or interactions with accessory devices, pt anatomy, and/or lesion calcification or tortuosity. Return of the mini trek catheter used in the procedure may have aided in the eval. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or pt anatomy, such that the balloon ruptured upon the first inflation at 6 atm which is below the rated pressure (rbp) of 14 atm. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.